Manufacturer narrative:
(B)(4). User facility. Facility mw5097822. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
Per user facility medwatch form, mw5097822, it was reported that during an unknown procedure, the stapler fired in the patient, cut and stapled appropriately. Device would not open to fit back through trocar. There was no patient consequence. One device is available for return.